Event description:
On (B)(6) 2012, patient underwent an open bilateral l5/s1 lumbar decompression. The baxano io-flex system was utilized to decompress the right l5-s1 foramen using an ipsilateral approach without incident. Next, the baxano io-flex contra probe was utilized to access the left l5/s1 foramen using a contralateral approach and a dural leak was discovered. The surgeon was unsure if the dural leak was caused by the io-flex probe or the woodson instrument. The leak was repaired and the surgeon proceeded to perform a left-sided laminotomy from which he performed an ipsilateral decompression with the io-flex system without further incident. The patient was discharged the following day and was "feeling great."